Event description:
It was reported that the patient stated they heard two long beeps from the subcutaneous implantable cardioverter defibrillator (s-ICD) while working. Technical services (ts) was contacted to review the data. The clinic further mentioned that the patient received an inappropriate shock from the device a while ago due to t-wave oversensing. Upon review of the recent data, ts noted that the two instances of tones were due to software updates. Ts did advise that the patient's work environment be checked for electromagnetic interference (emi) sources since they heard tones while at work. No further details were provided regarding the previous inappropriate shock. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient came back in for an exercise text as the patient has left bundle branch block and the device was reprogrammed to another vector. The s-ICD remains in service and no adverse effects were reported. The field representative reported that a nurse from the facility reported this issue to them, however the name of the nurse was not known.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.